Event description:
It was reported that the impedance and sensing threshold decreased, and capture threshold had increased. X-ray was inconclusive. No abnormalities were seen during the explant procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. The damage found was sustained during the surgical procedure.